Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/05/2015.device evaluation: the device has been returned and evaluated by product analysis on 09/18/2015 with the following findings: during investigation, the original blank screen complaint was unable to be duplicated. Unrelated to the original complaint, it was noted that the pump powered up with audible tones and vibrations despite having water behind the display. Part of the verification screen was able to be seen but button testing could not occur because of water behind the display, making the screen unreadable. There was a crack found in the case near the upper right corner of the display. A leak test was performed and failed, indicating a case leak. There was evidence of moisture ingress on internal components.